Manufacturer narrative:
(B)(6). (B)(4). A fully constrained wallflex biliary rx partially covered stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath. Visual examination of the returned device found the outer sheath was detached or broken at the outer diameter: proximal exterior tube endoscope interface (proximal end of the guidewire access sheath section). The sheath (etube) was noted to be advanced over the tip, and the clear sheath at the distal section was kinked. The inner member near the guidewire access sheath, and the yellow jacket at the distal end were also kinked. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed manually by gripping the outer sheath and pulling the tip distally. No other issues with the stent and delivery system were noted. The damages noted with the returned device were consistent with the application of excessive force during use. This may also have been the reason the stent did not deploy. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was to be used to treat a 3 cm stricture in the biliary due to pancreatic tumor during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent could not be released from the delivery system. The stent was fully covered by the outer sheath when removed from the patient. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. Note: this event has been deemed a MDR reportable event based on investigation result which revealed that the outer sheath was detached/broken at the outer diameter: proximal exterior tube - endoscope interface (proximal end of the guidewire access sheath section).